Event description:
When the patient was in the clinic it was reported that the power sources have been "falling out" of power port #1 of the controller. With inspection the controller is intact; the locking mechanism on power port #1 was reported as being worn. Several different power sources were tested on both power ports. Those connected to power port #1 and the connector for the ac adaptor pulls out of the port without rotating the lock release. The controller was exchanged with resolution of the connectivity issue. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Remains implanted.

Manufacturer narrative:
(B)(4). The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional evaluation due to a worn locking mechanism on ps1 that easily disconnects. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is damage from improper use, which likely contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.